Event description:
The hcp reported, through the manufacturer's implantable systems performance registry, a catheter dislodgement. The catheter dislodgement was observed via x-ray observation. The drug contained in the patient's pump was morphine sulfate (10 mg/ml) delivered at a dose of 1.0 mg/day. The patient symptom included an unsatisfactory relief of pain. The patient recovered without sequela.